Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a stemi patient with a severely calcified mid rca lesion exhibiting 100% stenosis and moderate vessel tortuosity. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was also performed with no issues identified. The lesion was pre-dilated multiple times with a non-medtronic balloon, post-dilation stenosis was 75-80%. The physician then tried to advance the resolute integrity stent and encountered resistance at the lesion. Excessive force was used during delivery. The physician tried to "jam" the stent through. It was reported that the shaft kinked 10 inches from the hub. The physician attempted again to shove across the lesion at which point it was reported that the shaft cracked and broke into two pieces. No removal difficulties were experienced. The physician proceeded to remove both the guide wire and device together from the rca successfully, then proceeded with guide wire and an nc balloon and pre-dilated again to complete the procedure. No patient injury.